Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information in the medwatch [mw5157049] report: "had surgery in 2020. Patient went to gyno in 2022 and he told the patient the sling is corroded and needs to be removed. It was for a coloplast altis sling. Patient was referred back to the doctor office who did the surgery, but he is retired. The doctor's office is still open and another doctor in the office said he needs to do surgery to remove it but he is not going to be my doctor because I was upset with his nurse and has refused to see me as a patient. Basically, he does not want to clean up the other doctor's mess."